Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that she experienced a hypoglycemic event on (B)(6) 2015. As a result of the hypoglycemic event, she stated that a coworker had to call 911. Patient was not sure what her blood glucose level was during the hypoglycemic event, but states that shortly after she was at 60mg/dl. Patient laid on the floor while her co-worker gave her a soda to drink. The paramedics arrived after she ingested the soft drink. Patient stated that by the time the paramedics arrived, she was back in normal blood glucose range, reporting that her blood glucose level was at 80mg/dl. At the time of contact, patient was in good condition. Additionally, patient stated that she had not yet received her dexcom system, but wanted to inform us of the event. Patient did not require any further medical intervention. No further event information was provided.